Event description:
It was reported that during the implant procedure, a competitor lead was unable to be inserted into the connector of the cardiac resynchronization therapy defibrillator (crt-d). It was noted lubricant was used to attempt lead insertion, however, the same results were observed. The lead was replaced with a different manufacturer's lead and the connection issue was no longer observed. The crt-d was implanted and remains in use. No patient complications have been reported as a result of this event.